Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ping meter was giving inaccurately erratic readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012, at 5:00 pm, the patient obtained the blood glucose readings of 180mg/dl, 120 mg/dl, 170 mg/dl and 100 mg/dl on the reported meter within 20 minutes. One hour afterwards, the patient experienced the symptom of drowsiness. The patient administered self-treatment by taking a 1.0 unit bolus dose of insulin via the pump. He did not seek any medical attention. Troubleshooting revealed the test strips were in good condition and within opened expiration dating and the patient's testing technique was correct. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptom was not indicative of severe injury and the meter readings correlated with the self-treatment. However, as the test results fell outside expected values for precision testing, this complaint is being reported.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.